Event description:
Suture brittle, breaks easily per surgeon. Sutures removed from field, remaining box of same sutures removed from room, bagged, sent to purchasing office. 7-0 prolene, #8702h and 6-0 prolene, #m8805.